Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient exhibited heightened capture thresholds and lead impedance on their right ventricular lead following an MRI. The lead was programmed with higher outputs to address the increased capture threshold. The lead impedance eventually decreased to normal values after the patient returned home. The patient was not reported to have experience any symptoms.